Event description:
The customer called to report that he had received higher than normal bg readings (high of 309mg/dl). He administered multiple correction boluses and continued wearing the pod. It was also reported that the pod had alarmed during operation. The pod is being returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of the high bg levels, allowing him to take the appropriate action necessary to remedy the situation. The lot was found to have met all acceptance criteria.